Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine follow up transesophageal echocardiography (tee), a leak was noted on the mitral side. Repeat imaging was performed. There were no patient complications, and the patient is fully recovered. No further information was provided at the time of this report.